Manufacturer narrative:
The insulin pump was received with blank display due to battery tube connector not being plugged in properly. The displacement, rewind, basic occlusion, occlusion, priming and excessive no delivery tests were all unable to be performed due to blank display. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's husband reported via phone call high blood glucose and blank display on the insulin pump. Customer's blood glucose level was over 600 mg/dl. Troubleshooting for high blood glucose was performed. Customer experienced high blood glucose, diabetic ketoacidosis and treated their high blood glucose with a manual injection. Troubleshooting for blank display was performed. Customer advised they placed a new battery inside the insulin pump, they received a battery out limit alarm, they attempted to screw the battery cap all the way and finally the device lost power and turned off once again. Troubleshooting was unable to resolve the issue and the display did not return. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.